Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A fully constrained wallflex biliary fully covered rmv stent and delivery system was received for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the inner sheath was kinked and broken/severed but remained within the outer sheath of the delivery system. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer and pulling the tip distally. No other issues noted with the stent and delivery system. The noted damages to the returned device were consistent with the application of excessive force during used. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures are most likely due to anatomical or procedural factors, such as characteristic of the lesion, handling of the device, the technique used by the user, and the normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during procedure, it was not possible to pull back the outer sheath to deploy the stent. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner sheath was broken.